Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the array did not fully undeploy and was difficult to withdraw. After finishing the left pulmonary veins the catheter would not undeploy from basket shape. They were unable to pull the catheter all the way back into the sheath at that time. They continued with the procedure and successfully completed the procedure with the original catheter. Once the ablations were completed, they used more force and were able to pull the catheter back into the sheath, successfully removing the catheter from the patient. The catheter is not expected to be returned for analysis as it was disposed of by the facility.